Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified and mildly tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the 3.0 x 15 mm trek balloon was soaked prior to use. It was used for pre-dilatation in the heavily calcified, mildly tortuous, 90% stenosis in the distal right coronary artery, but the balloon ruptured during the first inflation at 10 atmospheres. Therefore, a balloon was sized down to the 2.0 x 15mm trek balloon (also soaked prior to use), but this balloon also ruptured during the first inflation at 10 atmospheres. The nc trek balloon was used and xience was deployed to continue the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.